Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a bruise under the red sensing electrode. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told him it was bruising caused by body shape at the point of contact with the electrode. Doctor did an ultrasound, xray and prescribed pain pills. Follow up indicated that the bruising has improved.